Event description:
The hosp reported that during a coronary artery bypass graft surgery, the heartstring seal was defective. A replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. The maquet territory mgr inspected the heartstring seal returned from the customer and he reported that the heartstring seal got stuck in the loader device and the plunger was not pressed.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the non-folded seal with the anchor remained inside the loader. The delivery device was not attached to the loader device and the plunger had not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).